Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and to provide the completed investigation results. One 6f angio-seal vip was received for evaluation. The carrier tube assembly was returned for analysis. No other accessory components were returned for analysis. Visual inspection revealed that the anchor hung free at the end of the carrier tube tip and the collagen appeared to be dry and covered with blood like substance. The bypass tube was found dislodged near the deployment sleeve. The deployment sleeve was in the forward lock position. A deformation was noted on the left latch of the deployment sleeve. No other anomalies were noted. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, is likely caused the damaged may have occurred during the off-axis removal of the deployment sleeve from the sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the click mechanism on the angio-seal device was defective.